Event description:
Olympus medical systems corp. (Omsc) was found that during the incoming inspection for investigation using microscope, that there were invisible scratches on the packing of the subject device. In addition, regarding an ultrasound gastro video scope (gf-uct260) that was used with the subject device at the user facility, olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, it was found that blood came out from the nozzle. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to omsc for investigation. Olympus obtained additional information (including about the gf-uct260) from the reporting person as followings. It was probably that the blood came out from the air/water nozzle from the picture taken by the user facility. The inspection and reprocess after use were performed according to the instructions. The previous procedure was unspecified, but the procedure had lots of bleeding. The subject device had been reprocessed with an olympus automated endoscope reprocessor model oer-3 (not available in the USA). It was confirmed that the air/water feeding by the air/water nozzle and balloon channel could be performed for 10 seconds. - the cleaning of the basic, inside the forceps elevator (using mh-974) and each channel (using bw-20t¿bw-400l¿maj-1534) were performed appropriative according to the instructions. It was probably the same day that the reprocessed day and the event day. The blood was confirmed when it was taken out of the storage. The user facility said it was probably that when the solidified blood was put in the automated endoscope reprocessor, it melted and dripped from the air/water nozzle due to gravity. The reprocessing of the gf-uct260 was on the same day as the procedure, but it seems that there was two days until the blood was found. According to the head of the user, the blood that has solidified was put into the automated endoscope reprocessor, and it melted and dripping from the air/water nozzle due to gravity. The user confirmed that the supply air and water for 10 seconds by visual inspection immediately after the procedure. The user could not confirm the blood immediately after the procedure. Therefore, the user reprocessed normally, because it was not relevant to ¿presoak for excessive bleeding and/or delayed reprocessing after each procedure¿ on the instruction manual. In addition, the second and subsequent reprocessing were performed only with oer-3. Omsc could not review the manufacturing history record (DHR) because the serial number was unknown. Omsc checked the subject device and found that the packing of the subject device had invisible cracks and partial missing. Omsc also found that the subject device was pushed in one step, it was not possible to supply air when it was attached to the scope. The exact cause of ¿there were invisible scratches on the packing of the subject device¿ could not be conclusively determined. However, based upon the investigation, since the device was pushed in one step, it was not possible to supply air during use, therefore there was the low possibility that the subject device was used when ¿the blood came out from the nozzle¿.